Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient data was not populating on multiple stations and on the server. The technical support specialist (tss) determined patients were admitted under a different facility, which prevented patient data from appearing on the affected stations. No device or server faults were identified. The customer proceeded to work with the host system to update the admission process to the correct facility. No configuration changes were performed on the devices, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data was not populating across multiple stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.